Event description:
Within seven (7) days post c-section procedure - sysmtoms of redness, swelling and drainage around the on-q insertion site were observed prior to the pt's discharge from the hosp. The pt rec'd keflex for seven (7) days to treat the infection. Two weeks post-operation, there was hardness still at the site. The dr indicated that the pt's current condition is 'ok'.

Manufacturer narrative:
The device involved in this incident is not available for eval, therefore, our results and conclusion are based on the info that was given to I-flow by the initial reporter. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hosp to hosp, procedure to procedure, and pt to pt. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.